Event description:
A us distributor reported that a patient's electrode belt connector latch does not secure with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins or damaged e-belt connector) has been confirmed. Upon investigation, the connector tabs on the trunk cable were broken and the electrode belt was unable to securely connect to a monitor. The root cause for the broken connector tabs could not be positively identified. There was no adverse event that resulted from the damaged belt.